Manufacturer narrative:
If implanted, give date: not applicable. If explanted, give date: not applicable. (B)(4). Device evaluation: the intraocular lens (iol) is not returning for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer had a emeraldc30 cartridge where the tip had a little bulge batch cj13089. They where able to finish the surgery without any problems. This occurred during implantation. Patient details were not provided on the intake form due to data protection policy. Through follow up it was confirmed that surgery was finished with the same cartridge and that the cartridge was discarded.